Event description:
The reporter contacted animas on (B)(6) 2012 for a call service alarm indicating an occlusion, which the pump emitted while the patient was trying to bolus. While on the call with customer technical support the patient's blood glucose was checked and the level was 310mg/dl with increased thirst and increased urination. After rewinding the pump, a second call service alarm was emitted. Customer technical support advised patient to replace cartridge and tubing. The alarm cleared and the patient was successfully able to bolus. The blood glucose level was not re-checked at the time of the call. This report is being made due to the patient's blood glucose excursion while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.